Event description:
On (B)(6) 2011, wife reported the up button on the infusion device is defective, and this was noticed when patient tried to bolus. Patient has used this infusion device for a few years and boluses 4-5 times per day. The up button pops up after it is pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. Patient did not require treatment from a health care professional or second party to address the issue.